Event description:
It was reported that the image goes black in a case and they had to restart the tower. Issue was noticed during the case and there was full loss of image for a minute or two and it caused surgical delay for 1-2 minutes.

Manufacturer narrative:
Alleged failure: per rep: they had the image go black in a case and had to restart tower. Update: issue was noticed during the case. There was full loss of image for a minute or two and it caused surgical delay for 1-2 minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause can be attributed to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image goes black in a case and they had to restart the tower. Issue was noticed during the case and there was full loss of image for a minute or two and it caused surgical delay for 1-2 minutes.